Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported on social media that they had diabetic ketoacidosis and was in the intensive care unit on last thursday. Customer reported they had diabetic ketoacidosis due to insulin pump malfunction. No further details given. Insulin pump will not be returned for analysis.